Manufacturer narrative:
The reported adverse event is not able to be confirmed with product testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01179. It was reported that there was fluid discharge from lead incision site, as patient kept scratching at the lead incision site due to irritation from the stitches. As a result, patient underwent surgical intervention wherein the entire system was explanted.